Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event the same day as event onset. Treatment was not reported. On an unreported date, the pd catheter was removed and the patient was transferred to temporary hemodialysis. The patient was discharged five days after hospital admission. At the time of this report the patient was recovering from the peritonitis event and hemodialysis was ongoing. No additional information is available.